Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the cgm was displaying 397 mg/dl and the patient was asymptomatic. He did not check the bg. He dosed 10 units of insulin and went to sleep. An hour later, his wife called an ambulance because he was unresponsive. The cgm value was not provided at that time and the bg was not checked. In the ambulance, the patient woke and the cgm display device was alarming urgent low 45 mg/dl. Emergency medical services (ems) checked the bg and it was low, but he could not recall the value. He was treated with an unremembered IV and transported to the emergency department. There, he drank a cola and left against medical advise. At the time of the follow up call, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.